Event description:
The customer reported to the service depot at baxter on (B) (6) 2010 a colleague infusion pump where channel a select key is inoperable on the pumphead module keypad. The event occurred on (B) (6) 2010. It is unknown when this condition occurred. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further information available.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4).the pump will be returned and evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.